Event description:
Treatment of a right cav (cavernous) petrous saccular aneurysm measuring 3mm and 7mm x 2mm and 4mm. During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pipeline was found already opened and released from the capture coil; therefore, the event cause could not be determined. (B)(4).